Manufacturer narrative:
System analysis/service repair on september 23, 2013: the report of ¿water leak from chiller¿ was noted, the chiller was replaced and pd1 calibration done. The system was tested and ready fired to meet manufacturers specifications.

Event description:
It was reported that during the procedure the console had a message "when xps running appear, addition di water message then xps shutdown". The case was changed to a "turp". Patient outcome: "no injury to the patient reported">

Manufacturer narrative:
Device evaluated by manufacturer updated system analysis/service repair in the field was performed on september 23, 2013. The replaced chiller was received at the manufacturer on march 22, 2016. Product evaluation: the chiller was noted to be "old revision" and was discarded.

Manufacturer narrative:
System analysis/service repair in the field was performed on september 23, 2013. The replaced chiller was received at the manufacturer on march 22, 2016.